Event description:
It was reported that the patient had inadequate stimulation. It was also reported that the patient had lead migration which was confirmed via x-ray, causing overstimulation and unwanted sensations with the stimulation. The patient underwent an explant procedure wherein all device components were removed. Additional information was received that the patient was doing well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six weeks from the time the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4) model: sc-2218-50 serial: (B)(6) batch: 7077677/7077758

Event description:
It was reported that the patient had inadequate stimulation. It was also reported that the patient had lead migration which was confirmed via x-ray, causing overstimulation and unwanted sensations with the stimulation. The patient underwent an explant procedure wherein all device components were removed.